Event description:
The pt underwent a ventral/incisional hernia repair using veritas collagen matrix. The pt developed a subcutaneous/skin wound infection, which was treated by opening the infected area and applying wound care with packing. The pt was also given antibiotics. This event was reported in a (B)(4) hernia society presentation on (B)(6) 2012. There is no further info at this time.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable. The following report numbers are all from presentations given by three (3) different physicians at the (B)(4) society meeting held on (B)(6) 2012.